Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a suspected shock. It was determined the patient did not receive a shock, but a prior lead integrity alert (lia) had triggered for the right ventricular (rv) lead exhibiting out of range impedance. It is unknown if any intervention occurred but it was noted that device behavior was not impacted. The lead remains in use. No patient complications have been reported as a result of this event.